Event description:
Pt complained that their CPAP unit overheated and blistered their face causing blisters. However, pt continued to use CPAP for one month without recurrence of the event before they notified the sleep clinic. A red area was noticeable in the area normally covered by the CPAP unit on their face however it was not painful to the touch nor was any treatment necessary. The CPAP humidifier is supposed to automatically shut down if internal temperature reaches 130 degrees f.